Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited black smoke and flames. The damaged started at the pump near the power cord insert. A be carefusion alaris pump was also in the room with the medfusion pump. Both pumps were connected to the ac power but were not connected to a patient. No patient injury was reported.

Manufacturer narrative:
D9: 3/12/2025. Corrected: d3 - mfg establishment name and g1 - contact office establishment name one device was returned for analysis. Visual inspection revealed burn damage within the receptacle, with minimal impact to surrounding components, confirming this area as the ignition point. A tear was identified in the power cord¿s strain relief, which allowed fluid to enter and reach the internal terminals. This confirmed that fluid could bridge the contacts and cause a short circuit. The root cause of the reported issue was fluid ingress through the torn section of the ac power cord strain relief. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.